Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the electric pen drive device would suddenly not work. During service and evaluation, it was observed that the control unit did not function. It was further determined that the device failed the following pre-tests: check function and direction of rotation, check function with test hand switch, check function with foot pedal and check with test bench. This event did not occur during surgery. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.